Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
T was reported on (B)(6) 2026 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, after positioning the triclip above the valve, the patient became asystolic. Resuscitation was initiated immediately, and a temporary pacemaker was inserted. The procedure was then continued with deployment of the triclip. Post deployment, pacemaker was removed from the anatomy. The tr was reduced to grade 1-2 post procedure. There was no clinically significant delay.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported cardiac arrest was unable to be determined. The reported patient effect of cardiac arrest, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 1721. Codes added: health effect-clinical code: 1762.